Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the failure of the device was determined to be a flaw of the product as per the physician.

Manufacturer narrative:
Product analysis: as found condition: the pipeline flex shield was returned for analysis inside a sealed biohazard bag and a shipping box. Damaged location details: the pipeline flex shield tip coil was in good condition. The distal and proximal restraints and dps sleeves were intact, with no signs of damage. No defects were found on the re-sheathing marker or re-sheathing pad. The distal hypotube and ptfe shrink tubing were intact, with no signs of elongation and damage. The pushwire was kinked at 54.5cm and 71.0cm to 88.0cm from the distal tip. In addition, pushwire was also kinked at 17.0cm to 53.0cm from the proximal end. The braid¿s distal end was not opened and frayed, while the proximal end was opened and frayed. The middle part of the braid is also opened. No other anomalies were found. Testing/analysis: n/a conclusion: based on the reported information and device analysis, the customer¿s ¿failure/incomplete to open at distal¿ complaint was confirmed, as the returned pipeline flex shield braid¿s distal end was not opened due to a damaged braid. The cause of the failure to open could not be determined. Possible causes include vessel tortuosity, the user deploying the braid in the vessel bend, or a damaged braid. The customer indicated that the vessel tortuosity was moderate, which ruled out the vessel tortuosity as a potential cause. It is possible that the user deploying the braid in the vessel bend and the damaged braid contributed to the failure to open. Damage to the braid can occur due to over-manipulation, deployment technique, advancing or retracting the delivery wire against resistance, or deploying/re-sheathing the braid against resistance. The observed damage on the braid (fraying) and pushwire (kinked) indicates that high force was likely used. This damage may have occurred when the customer attempted to advance or retrieve the pipeline flex shield device through the catheter against resistance. However, the root cause of the resistance could not be determined. One possible cause of the resistance could be a lack of continuous flush with heparinized saline during the procedure. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the pipeline embolization device, an unruptured saccular aneurysm was located in the right internal carotid artery. The device failed to open in the distal section twice, forming a "trumpet" shape during deployment. The device was positioned in a bend in the middle section, and more than 50% of the device had been deployed when it failed to open. The pipeline device was resheathed and removed with the microcatheter on both occasions. Dual antiplatelet treatment was administered with a platelet reactivity unit level of 240. The aneurysm had a maximum diameter of 8 millimeters and a neck diameter of 10 millimeters, with a distal landing zone artery size of 4 millimeters and a proximal size of 5 millimeters. The vessel tortuosity was moderate. Troubleshooting steps included the use of "wagging" techniques, which involved loading and offloading the combination of the microcatheter and delivery wire to attempt to open the device. After two attempts, the 5mm x 25mm pipeline flex shield device was removed, and a 5mm x 20mm flex shield device was used, but the same issue occurred. The decision was made to switch to a 5mm x 20mm pipeline vantage, which opened successfully, achieving technical success. The product was explanted.

Manufacturer narrative:
Continuation of d10: product ID ped2-500-25 (b500546); product type: date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.